Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008. Two lesions were treated. A bare metal stent was implanted in the proximal cx and the 2.5 x 18mm promus stent was implanted in the proximal rca, resulting in 0% stenosis. The pt was discharged two days post procedure on asa and plavix. At approx 7 months later, the pt returned and total vessel revascularization was performed at distal cx due to 70% stenosis. Re-intervention was also performed in the proximal rca, due to 70% stenosis, (not in-stent restenosis). Another promus stent was implanted, resulting in 0% residual stenosis. The relationship between the stenosis and the previously implanted promus stent cannot be confirmed. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Restenosis is listed in the promus IFU as a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. A conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined.